Event description:
Customer reported several issues with their pump, including difficulty in activating the quick bolus button, battery percentage decreasing while charging, and weak vibration notifications. There was no adverse impact to the customer¿s blood glucose level. The customer, currently in the renewals process, declined further assistance at this time, and no further action was taken.